Manufacturer narrative:
A visual inspection, functional testing, and dimensional analysis was performed on the returned device. The malposition of the device was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. In this case, it is likely the device was under inserted (in subcutaneous tissue) due to interaction with patient anatomy. Under insertion would prevent the suture from capturing vessel leading to the formed knot releasing from the anatomy and remaining in the suture bearing when the device was removed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of a calcified right common femoral artery using the pre-close technique via a 6f sheath hole prior to an interventional transcatheter aortic valve implantation (tavi) procedure. The sutures of two prostyle devices were successfully pre-placed. The sheath was upsized to a 16f sheath and the tavi procedure was completed. However, when the knots were tightened using the knot pusher, one of the sutures came out of the anatomy. The remaining suture was then tightened, but hemostasis was still insufficient. Manual compression was applied to achieve hemostasis. There were no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.